Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead. Capture tests were performed and revealed a loss of capture in all configurations. The physician suspected lv lead dislodgement. The event was resolved by reprogramming the device to right ventricular (rv) pacing only. The patient was in stable condition.